Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the 8100 lvp had bezel post recall. Replaced u4 on display board assy for segment dim. Verified solder of u4 on display board. There was no patient involvement.